Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The caller stated the ins stopped working 6 months after implant and had never worked again since. They stated the ins was still in their body. The patient was redirected to their healthcare provider to discuss the ins. Caller stated they had a sore at the end of their tailbone, they were also redirected to their healthcare provider to discuss this. Additional information was received from the patient. They called and stated they had not followed up with a healthcare provider and they didn't care to. They patient reported they couldn't have any more surgeries so they were going to leave the ins implanted. No further complications were reported or anticipated.